Event description:
Clinic notes dated (B)(6) 2013 note that the patient had severe pneumonia in (B)(6) 2013 and that she was hospitalized and now doing better. The relationship between the pneumonia and vns therapy is unknown. Attempts to obtain additional information have been unsuccessful to date.